Event description:
Customer reported: cuff would not stay inflated with air. Customer confirmed that no fault was identified during pretesting efforts. Customer reported that decannulation and recannulation of a replacement tube was required. Customer confirmed that there was no add'l harm to the patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.